Event description:
Reference number (B)(4). Event occurred in the united states. On 4th oct 2024, patient reported crimped cannula within 3 hours of insertion the infusion set was located on abdomen. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.